Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) followed up with the or staff and noted that it may have been user error, and the robot did not have any further issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that after a da vinci-assisted appendectomy surgical procedure, the universal surgical manipulator 3 (usm3) drifted and would not stay locked after the system had been undocked. The procedure was completed with no reported injury.